Event description:
On (B)(6) 2023, the user visited the hospital because the hearing performance changed. On (B)(6) 2023, the user visited the hospital again because the hearing performance became worse.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently the recipient will be monitored by the clinic.

Event description:
On (B)(6) 2023, the user visited the hospital because the hearing performance changed. On (B)(6) 2023, the user visited the hospital again because the hearing performance became even worse.